Event description:
It was reported, during an implant procedure, the right ventricle lead was extended and retracted 12 turns due to poor r-waves. Subsequently, extending and retracting became more difficult. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. After cleaning the lead, mechanical inspection revealed that the helix electrode would consistently extend and retract within 8 turns. Primary analysis findings: no anomalies found, lead functionally normal.